Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a nurse had difficulty with an adapter getting stuck in the tracheal tube. There is no information if a device replacement was required. There is no report of harm to the patient. Additional information has been requested.